Event description:
The pt received perioperative antibiotics. The pt did not have meningitis. The symptoms of infection were fever, redness, swelling, and pain. Cultures were obtained from lumbar region and the blood which grew mrsa. The pt was treated with IV antibiotics and total system explant the pt experienced withdrawal symptoms of respiratory failure after explant. The withdrawal symptoms and the infection resolved. The pt recovered without sequela.

Manufacturer narrative:
.